Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 07-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received in a bag which was in the original folding carton along with an implant notification card. Also received in the bag was surgical paper with a lens attached. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod completely advanced, and the plunger rod tip was damaged. Viscoelastic residue was distributed through the length of the cartridge and there was no cartridge damage. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues identified. The plunger rod advancement was inspected and presented with no resistance. The lens was inspected and presented with cosmetic issues. The reported complaint issues were not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During product handling and prior to insertion in the patient's ocular sinister (left eye), the dib00 model intraocular lens (iol) would not advance in the inserter and upon examination the lens was cracked/torn. There was no patient contact with the device. The iol directions for use were followed. No further information is available.